Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: device name# unknown axle ; cat# unknown ; lot# unknown. Device name# unknown circlips ; cat# unknown ; lot# unknown. Device name# smiles knee bushes standard ; cat#smbsh02 ; lot# b4055. Device name# smiles knee bushes standard ; cat#smbpr02 ; lot# b4189. Device name# smiles knee bushes standard ; cat#smmltb02 ; lot# b3990. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following was reported: we have received a request from prof. To provide a patient specific distal femoral replacement and new rebushing components to couple with the proximal tibial replacement in situ. Prof. Has informed us that the device in situ was implanted approximately 20 years ago and that he is hoping that the proximal tibial replacement does not need to be removed. For revision of proximal tibial replacement. Femoral stem broken. Need custom distal femur with a resection approximately 80mm from the existing joint line, i.e. Above the condylar flare as this bone not likely to be usable. Lateral sideplate if possible. Alternative is a more distal resection with a metaphyseal cone/ cemented stem if you have it. Also new tibial poly, axle, bushing.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a patient specific, distal femur, femoral stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "I reviewed the x-rays of this oncologic arthroplasty. On both the femoral and tibial sides there are long cemented stems. Both components appear to be solidly fixed. I did not identify any fracture of the femoral component or bony femur. No mechanical complication was identified. Component failure is not confirmed." -product history review: review of the device history records indicate device was manufactured and dispatched for delivery with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient is planned to be revised due to fracture of the distal femur, femoral stem. A review of the provided medical records by a clinical consultant indicated: "I reviewed the x-rays of this oncologic arthroplasty. On both the femoral and tibial sides there are long cemented stems. Both components appear to be solidly fixed. I did not identify any fracture of the femoral component or bony femur. No mechanical complication was identified. Component failure is not confirmed." The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, additional pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: we have received a request from prof. To provide a patient specific distal femoral replacement and new rebushing components to couple with the proximal tibial replacement in situ. Prof. Has informed us that the device in situ was implanted approximately 20 years ago and that he is hoping that the proximal tibial replacement does not need to be removed. For revision of proximal tibial replacement. Femoral stem broken. Need custom distal femur with a resection approximately 80mm from the existing joint line, i.e. Above the condylar flare as this bone not likely to be usable. Lateral sideplate if possible. Alternative is a more distal resection with a metaphyseal cone/ cemented stem if you have it. Also new tibial poly, axle, bushing.